Event description:
The patient was unable to achieve recharge coupling with her implantable neurostimulator. She had no prior recharging issues. Communication was possible using the patient and physician programmers. The neurostimulator had flipped in the pocket (it is unclear if this was confirmed with x-rays). The hcp flipped the device back the day of original complaint (method not reported) . Afterwards, recharging was again unsuccessful. Palpation indicated that the device had again flipped in the pocket. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Device: unable to recharge.